Event description:
Caller reported a cartridge alarm occurred, displaying a high blood glucose reading, though the exact value was not known. There was no adverse impact to the customer's blood glucose level. Actions included the customer changing the cartridge and infusion set, with assistance from technical support to load a new cartridge using proper techniques. The customer successfully resumed insulin therapy, resolving the issue.